Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particles were observed on the inner/outer surface of the implant. The analysis identified no openings in the implant shell. Valve functioning was satisfactory. Creases were observed on the outer surface of the implant. The shell was observed to have a thinner surface as well as discoloration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Patient representative reported "pain," "hard and painful," "rock hard has no squeeze at all," "areolar complexes were stretched and heavily scarred," "mental anguish¿ ¿loss of the capacity for the enjoyment of life. Patient representative additionally reported patient "suffered bodily injury suffering disability, disfigurement"; these events are not related to the device and will not be reported. Device has been explanted. This record is for the right side.